Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the mec sheath was not able to be rolled down. Per email attached, the mec adheres to the patient's penis causing discomfort upon removal.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection noted 200 unopened pop-on mecs were received. Visual evaluation noted no obvious defects with further testing required. The adhesive peel test was performed per procedure. The samples were cut to the required width (0.70" +/- 0.05") and the adhesive peel strength was found to be within specification (0.80-2.80lbf). One sample broke the frame and did not generate a result, therefore an additional sample was tested. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the mec sheath was not able to be rolled down. Per email attached, the mec adheres to the patient's penis causing discomfort upon removal.